Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip instructions for use states that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. All available information was investigated and the reported single leaflet device attachment (slda) leading to incomplete coaptation appears to be related to user technique due to difficulties with visualization of the clip. The reported use error was associated with the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. The reported patient effect of tricuspid regurgitation (tr) appears to be due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a procedure to treat mixed tricuspid regurgitation (tr) with a grade of 3-4. After implantation of the mitraclip, the clip detached from the anterior leaflet and remained attached to the other leaflet (slda). Reportedly, the anatomy was not challenging; however, the image quality was not good; therefore, there was difficulty visualizing the clip during grasping. No further treatment was performed. There was no reported adverse patient sequela or a clinically significant delay in the procedure. The patient remained stable post procedure with a tr grade of 3-4. No additional information was provided.